Event description:
During a pt use, it was reported that the device failed to provide a defibrillator energy when it was expected to shock. The device was reported to dump the charged energy. The pt outcome and other details on the event and/or the pt was not provided.

Manufacturer narrative:
(B)(4): physio- control evaluated the event record download and verified the reported dumping of the charged energy. However, physio was unable to confirm if the discharging occurred due to the user interface (activation of buttons that would discharge the energy) or device self problem. Physio was unable to duplicate the reported issue and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause and impact of the device use could not be determined.